Manufacturer narrative:
One device was returned for repair/evaluation. Service history review identified this device has not been in for service previously. Visual evaluation of the device found bottom case, ear clip, and plunger case were cracked. Error history log found a primary audible alarm. Power up/self-test and infusion/occlusion test were performed. Customer's reported problem did not duplicate/replicate. No action/repair needed to the device as no fault was found. Performed preventative maintenance, including plunger assembly, ear clip, battery, and bottom case replacement. Device was cleaned, greased, and calibrated. Device passed all functional/delivery tests.

Event description:
It was reported that pump had a primary audible alarm-motor rate error. There was patient involvement, and no patient harm/adverse event was reported

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.